Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in during the aspiration. More aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection noted no abnormalities. The sheath went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears by the center slit of the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
The faradrive steerable sheath was selected for use during the pulmonary vein isolation procedure to treat atrial fibrillation (a fib). It was reported that during aspiration, air was drawn in the side port to the syringe. More aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.